Event description:
(B)(4).

Manufacturer narrative:
From the document review of the lot involved ((B)(4)) no anomalies were found. It was reported that the awl was placed at a bad angle into and this is likely the reason of why it broke during its use. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.